Event description:
A hospital reported to smiths medical international that the luer connector detached from the arterial line (near the patient). The luer remained at the arterial cannula. No sample was received and lot number is unsure. Additional device in use was a pressure sleeve. The device was in use for about 3 days. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.